Event description:
A tube set alarm was reported. It was stated that the pump had been stopped for over 10 days from (B)(6) 2011 and patient was in the ICU unrelated to the pump, however the physician wanted the pump stopped. Drug delivered via the device was morphine. It was later reported that the patient passed away, the exact date of death was not known to the reporter except that it was between tuesday (B)(6) 2012 and today (B)(6) 2012. Cause of death was unknown, however per reporter it was not related to the pump. Specific signs/symptoms were not known. It was also reported that when the patient was sent to the ER, the attending physician called the managing physician requesting to stop the pump; the managing physician granted the request. The managing physician's office was told that there was no question about the pump's function, they wanted to stop the pump to give the patient other drugs via IV and oral. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, (B)(4), implanted: 2009-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).